Event description:
It was reported that during a stenting treatment procedure, a stent was moved on balloon. The 90% stenosed target lesion being treated was located in the moderately tortuous and calcified left common iliac artery. Upon insertion of the 10mmx37mm express ld vascular stent into the sheath, resistance was encountered. As it was advanced through the sheath, it was noticed under the endoscope that the stent moved about 5cm to the proximal side of the balloon. The guidewire was left in place and the sheath was withdrawn together with the device. The device was then replaced with an epic 10mmx40mm stent and the procedure was completed. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).